Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection found the upper hook switch to be damaged which contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported "does not turn on with slide clamp" which was reproduced. Evaluation found the upper hook switch to be damaged. The upper auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did 'not turn on with a slide clamp'. There was no patient involvement. No additional information is available.